Event description:
Elevated sedimentation rate [red blood cell sedimentation rate increased]. Migratory polyarthralgia [arthralgia]. Progressive fevers [pyrexia]. Case description: spontaneous report was received on (B)(6) 2012, from a physician via sales representative regarding a female pt (age unspecified), initials unk. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc one (hylan g-f 20) injection at dose of 6 ml, once. The lot number of synvisc was not provided. On an unspecified date in (B)(6) 2012, the pt experienced elevated sedimentation rate, migratory polyarthralgia and progressive fevers due to which she was hospitalized. The outcome for the events of elevated sedimentation rate, migratory polyarthralgia and progressive fevers was not provided. Concomitant medications were not provided. The intensity for the events of elevated sedimentation rate, migratory polyarthralgia and progressive fevers was not provided. The relationship between synvisc and the events of elevated sedimentation rate, migratory polyarthralgia and progressive fevers was not provided. The qa (quality assurance) investigation results were received on (B)(6) 2012.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.